Event description:
Distributor reported rupture against right side device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via distributor right side "right breast ruptured". Physician reported via distributor "patient presented pain in erythematous peri areolar areas, with slight ulcerative borders", "scarring reaction or fibrosis type contracture," and "implant slightly ruptured". Healthcare professional additionally reported pain, skin rash dermatitis the device has been explanted.